Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is having charging issues, no green. No harm reported.

Manufacturer narrative:
Due to character restriction in block e1, e1 initial reporter name is (B)(6). A getinge field service engineer (fse) evaluated the unit and verified no charging indicator (green led) 30amp fuse on power supply was blown (believe a power surge caused the issue). The fse replaced the 30 amp fuse (provided by customer biomed). All functional and safety test performed.

Event description:
N/a.